Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high creatinine (crem) result that was generated by the unicel dxc 800 pro synchron clinical systems for a single patient sample. Crem result of 12.97 mg/dl was reported out of the lab. A fresh sample was collected the following day and crem result was 0.99mg/dl. The customer then re-tested the original sample and obtained a result of 1.10mg/dl. A correct report was sent. Per customer, the patient was admitted to the hospital with suspicion of renal failure. It is unknown if treatment was initiated or withheld based on crem result.

Manufacturer narrative:
The specimen was collected into a green top non-separator tube, and poured off into a cup. No issues with qc have been reported, and as of 2008, there have been no other events. Service was not initiated for this event. No additional information regarding this event is available. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.